Manufacturer narrative:
Retain sample testing pending.

Event description:
During 2007, a woman performed home pregnancy test and obtained positive results. She went to the doctors office about 3 days later and had a urine negative test done - negative result. The same day serum quant was done at the hospital - positive results (31miu). Last menstrual period was about three weeks prior. Person who performed the test said that urine was very diluted "almost like a water".